Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed error message codes "error 46" and "error 42" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.